Manufacturer narrative:
The device history record, (B)(4) ln 28843010, was reviewed. The pump was manufactured on april 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic. The clinic confirmed that the patient did not experience adverse effects. The clinic provided us with the refill data of the previous two months prior to the incident date. See below: ·january 7, 2025-15ml returned. ·january 20, 2025-16 ml returned. ·february 4, 2025- 20 ml returned. ·february 18, 2025- 27ml returned. ·march 4, 2025- 30ml returned. This data suggests that the pump started to flow slowly and eventually stopped flowing. In addition, the patient had a new pump implanted on (B)(6) 2025. As previously mentioned, the pump was returned to intera oncology headquarter on (B)(6) 2025. The pump is presently being investigated. Once the investigation is complete, a supplemental report will be submitted to the FDA.

Event description:
Intera oncology received a report of pump not flowing. While the clinic was able flush the catheter, the pump returned 30cc's after the last refill. The surgeon explanted the pump on (B)(6) 2025.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28843010, was reviewed. The pump was manufactured on april 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic. The clinic confirmed that the patient did not experience adverse effects. The clinic provided us with the refill data of the previous two months prior to the incident date. See below: on (B)(6) 2025-15ml returned, on (B)(6) 2025-16 ml returned, on (B)(6) 2025- 20 ml returned, on (B)(6) 2025- 27ml returned, on (B)(6) 2025- 30ml returned. This data suggests that the pump started to flow slowly and eventually stopped flowing. In addition, the patient had a new pump implanted on (B)(6) 2025. The pump was returned to intera oncology headquarter on (B)(6) 2025. The catheter was removed from the pump for further analysis. It was sliced lengthwise to observe if there were any blockages causing the slightly lower flow rate. No abnormalities or blockages were observed. The slightly lower flow rate observed during the first round of testing is attributed to the short length of catheter that was available and the makeshift connection that needed to be made between the catheter and measuring pipette. Otherwise, the pump functioned normally, and the complaint could not be replicated.

Event description:
Intera oncology received a report of pump not flowing. While the clinic was able flush the catheter, the pump returned 30cc's after the last refill. The surgeon explanted the pump on (B)(6) 2025.